Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, they were hospitalized for high blood glucose over 600 mg/dl on (B)(6) 2017. Customer had gone for an MRI and when inquiring for his transmitter emergency medical services were called as customer's blood glucose was high. Customer treated high blood glucose with manual injections and they were coming down so he went to the hospital. Customer stated he also had infection. Customer was diagnosed with diabetic ketoacidosis and had experienced a heart attack due to the infection. Customer was wearing the insulin pump during the hospitalization. Customer declined troubleshooting on the insulin pump as customer doesn't think the issues is with the device. The insulin pump is not returning for the analysis.